Manufacturer narrative:
Results: drive link assembly.

Event description:
It was reported by service report that the brakes pop off. There was patient involvement; however, no adverse consequences are reported.